Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the false position in aorta alarm was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, a ¿position in aorta¿ alarm was observed, although echocardiography confirmed that the pump was properly positioned. The alarm was eventually disabled. Despite this, the pump remained operational throughout the support period until weaning and explantation. No patient harm was reported.